Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lateral lumbar interbody fusion due to lcs (lumbar canal stenosis). Intra-op, the arm could not be fixed and was hard to be place even if turning the lever while trying to place flexible arm to the head. The issue was dealt with hitting by a hammer in the direction of tightening the handle lever. There were no patient complications as a result of alleged event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The fixing force of the lower arm was alleged to be weak.

Manufacturer narrative:
Product analysis results: visual inspection of the flex arm did not identify any surface damage or missing components. Functional inspection of the instrument confirmed it was able to be securely tightened. The instrument appears to be capable of performing its intended function. No fault found. If information is provided in the future, a supplemental report will be issued.